Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis notated a separated shell and yellow particles. Weight was considered to be underweight. Microanalysis indicated a separated broken shell and a curved opening. No other observations noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported left side rupture and siliconoma due to extracapsular rupture. The device was explanted.